Manufacturer narrative:
The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A high-risk, type ii protected coronary artery bypass grafting (CABG) procedure was performed in a 60-year-old male patient. The patient had pre-existing thrombocytopenia with a baseline platelet count of 86×10 /l, which further declined during the procedure to 36×10 /l. Significant postoperative bleeding occurred and required extensive transfusion support, including multiple blood products, factor vii, and kcentra, after which hemostasis was achieved. This case of multifactorial bleeding is being reported conservatively, as a device-related contribution cannot be fully excluded.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information: "pt was transferred to ucsf for higher level of care post op day 0. Chest left open for +- 6 days and closed at ucsf. Recovered completely and discharged from hospital per ucsf team. Device is not available for return."